Event description:
It was reported that this electrode was suspected to be fractured as the implanted system had exhibited multiple untreated episodes with oversensing of noise. X-ray imaging indicated there was clear signs of tension of the electrode at the pocket level. Testing of the system was able to reproduce noise in the secondary and alternate vectors. The electrode remains in service and no adverse patient effects were reported.

Event description:
It was reported that this electrode was suspected to be fractured as the implanted system had exhibited multiple untreated episodes with oversensing of noise. X-ray imaging indicated there was clear signs of tension of the electrode at the pocket level. Testing of the system was able to reproduce noise in the secondary and alternate vectors. The electrode remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.